Event description:
It is reported that the device was implanted in 2005. The patient was diagnosed with patella clunk, which resulted in treated of synovectomy.

Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also x-rays are not available for review. The cause of the patella clunk could not be determined, due to insufficient information. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.